Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as it would not inflate due to the pump not working. There were no patient complications.